Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8110 syr was affected by syringe split nut recall. During servicing replaced front case due to a crack on the bottom screw insert, replaced rear case due to cracked rear well replaced handles due to cracks on the lower well area ,replaced third party flange gripper replaced top disk holder due to chips on the left corner, replaced cracked wiper seal replaced corroded left iui replaced corroded right iui. There was no reported patient involvement.